Event description:
The allegation is that the patient was on the arjo mattress when the fire happened. The exact cause of the fire was not currently established; however, it is suspected that a patient smoked a cigarette, which was the cause. The patient passed away as a result of a fire. According to the information received by an arjo employee, the mattress that was allegedly in use for the patient treatment was the arjo foam mattress.

Manufacturer narrative:
The investigation is ongoing.